Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery access to support a 54 year old female who was admitted in with cardiogenic shock and cardiomyopathy, in scai stage d shock. The cp was running along with the rp flex for a bipella support for biventricular support needs. No other medical history or comorbidities were shared. The cp was supporting when they held the heparin due to low hematocrit and hemoglobin levels and additionally blood products were infused back to the patient due to a hematoma. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding and the development of a hematoma.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Asae / hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6. Health effect - impact code. Impact code f12 serious injury/ illness/ impairment reported on the initial MDR was not applicable to the event and has been removed.